Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient underwent a revision procedure due to pain, elevated metal ions, acetabular loosening, corrosion, and altr. Upon entering the wound, fluid under pressure and benign fibrous tissue with mild perivascular lymphocytic infiltrates were observed. There was abundant amorphous eosinophilic fibrinous exudate. The acetabular component had loosened and there was corrosion at the head-neck interface. Pre-operative lab results showed that patient had elevated metal ions - cobalt : 3.7, chromium : 5.5. Post operative lab results showed that the metal ion levels had dropped; cobalt : 0.5, chromium : 0.7. The acetabular components with the bone screw, and the femoral head were removed. New zimmer biomet products were implanted. There are no other findings related to the reported event. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00771100900, lot number: 61356526, brand name: m / l taper stem. Catalog number: 00620005222, lot number: 61271338, brand name: acetabular shell. Catalog number: 00625006530, lot number: 61432050, brand name: trilogy bone screw. Catalog number: 00631005032, lot number: 61399506, brand name: trilogy liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02557, 0002648920-2019-00438, 0002648920-2019-00436. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to due to pain, elevated metal ion levels, altr, loosening, and in-vivo corrosion approximately 4 years post implantation. Attempts have been made and additional information on the reported event is unavailable.